Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown cause. This rv lead was replaced with a new lead successfully. The rv lead has not been received for analysis. No additional adverse patient effects were reported.